Event description:
It was reported that there was inappropriate pacing due to the right ventricular (rv) lead undersensing. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 implantable pulse generator implanted: (B)(6) 2011. 407652 implantable pacing lead (B)(6) 2006. (B)(4).